Event description:
It was reported the patient¿s ipg had an increased recharge burden. As a result, surgical intervention was undertaken wherein the ipg was replaced on (B)(6) 2025 to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.